Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient had shakiness, trembles, headache, and felt grumpy. Her cgm was reading 4.4 mmol/l but her bg was 2.9 mmol/l. The patient's parent gave the patient 100 ml of cola twice and she was okay afterward. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.